Event description:
New information received notes that the patient presented to the emergency department (ed) due to palpitations and dizziness. Interrogation revealed that the pacemaker had switched to backup vvi mode.

Event description:
It was reported that the patient¿s pacemaker entered an unexpected backup mode. No intervention was performed; the patient left the facility against medical advice. The patient condition was not known.